Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports the doctor removed a cracked 23cm palindrome catheter from a pt on (B)(6) 2010. The crack was located on the clear portion of the venous limb near the end hub. The catheter was removed and replaced without complications.